Manufacturer narrative:
H4: device manufacture date: lot 22m006 was manufactured from november 7, 2022, to november 9, 2022. H10: the actual device was not available; however, a photograph and video of the sample were provided for evaluation. The photo showed tiny droplets of fluid located on the inner wall of the device lower part bottle. The droplets were condensation. Condensation is not a product defect and would dissipate or dry up over time. Condensation is a natural process by which water vapor in the air is changed into liquid water; water that collects as droplets on a cold surface when humid air is in contact with it. The video showed the red coil cap able to be rotated. This is not a product defect as the red coil cap was designed to be rotated. As long as the cap is not separated from the bottle, it is not a product defect. The reported leak condition was identified as condensation; however, it was not verified as a device defect. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor filled with cystostatic drug was leaking fluid into the container (housing); the colored cap was moving. This was observed during treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.